Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 plbl lav cn there was molding defect (short shot) and a broken lid/cap(s). This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "safety cap, rubber plug and pipe body are not tightly buckled, inclined."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 70 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to molding defect as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode molding defect. Bd was not able to identify a root cause for the indicated failure mode.